Event description:
A malfunction was reported by the customer regarding their pump while they were driving. There was no adverse impact to the customer's blood glucose level. Upon calling back, the customer was assisted by technical support to reset the pump, as a malfunction code was displayed but was resettable. The malfunction did not recur after the reset, and the customer was advised to continue using the pump and to contact technical support if the issue reappeared.